Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient identification were unsuccessful. Attempts were made by email. All reasonably known patient information is included in this report. Additional information obtained indicated the physician was trying to cross the lesion without having to perform surgery. The physician felt significant resistance in the severely calcified iliac artery (reported at 90% occlusion). Another manufacturer's wire was advanced across the lesion. After multiple attempts the tip was bent. After unsuccessfully crossing the lesion, the physician was pulling the wire back and retracting the needle of the manufacturer's device at the same time, resulting in the tip of the wire shearing. Physician decided to leave the tip in situ as it is lodged in dense calcium. The procedure was then ended. Patient was and is in stable condition. No information available. The implant or explant dates are not applicable to this device. Concomitant medical product: no information available. Device was discarded at the facility and not returned for analysis. Per the instructions for use (IFU) under warning: if the needle fails to retract during the procedure, the following steps are recommended to remove the catheter. Verify that the needle cannot be retracted. If it becomes necessary to retract the catheter with the needle extended, then the needle guidewire see note should be extended out of the needle tip prior to retraction. Note: the needle guidewire is the 300 cm, non-hydrophilic guidewire which passes through the needle (as opposed to the rx guidewire which passes through the rx lumen). With the needle guidewire out of the needle tip, remove the catheter in a slow, controlled manner. Do not advance the catheter in a distal direction. This could cause an unintended vessel trauma. Under precautions: advancement, manipulation and withdrawal of the catheter should always be performed under fluoroscopic guidance. If substantial resistance is met during manipulation, immediately discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a therapeutic peripheral procedure, the doctor was removing the manufacturer's device and part of the wire [another manufacturer's device] broke off inside the patient. The procedure was canceled. Patient is in stable condition and will be evaluated for surgery. This report is being submitted because an adverse event of separation of another manufacturer's wire device occurred while the manufacturer's catheter device was in use.